Manufacturer narrative:
(B)(4). Nothing was found during troubleshooting that would have caused or contributed to the alarm; all bags were properly connected. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting with the technical service representative (tsr), it was found that a bag was not properly connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.